Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day as the onset of peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was treated with unknown antibiotics (doses, frequencies and routes not reported) for peritonitis. The patient was discharged ten days after the hospitalization and recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.